Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heparin pre-fill syringe. The customer reports on (B)(6) 2013, the patient received 30 each of item code (B)(4) lot# 13d0824n. On (B)(6) 2013, the patient presented with signs and symptoms of infection to the cancer clinic that prompted a culture to be drawn. On (B)(6) 2013, blood cultures were positive for bacterial growth. The patient was treated with IV vancomycin for 7 days as an outpatient. On (B)(6) 2013, the supplier contacted the patient in response to the covidien pre-fill recall. The patient's wife stated that the patient was diagnosed with an infection (possible hickman line infection).

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.